Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes skin preparation and application techniques. The IFU offers further guidance. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device, no batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient had acticoat flex applied to leg wound which had instant stinging sensation. A renasys foam dressing was applied over the top and connected to renasys device at 80mmgh pressure on continues setting. Patient complained it was like a chemical burning sensation. The dressing was in place for 5 minutes and stinging sensation did not subside, then the dressing was removed. The seal broke on renasys dressing, this was left for 2 min and then removed but the wound was highly inflamed and slight bleeding but not active. Bleeding settled quickly. The acticoat flex had been used for the past 2 ½ weeks priors to this suspected reaction. Treatment was solved by replacing the dressings with cutacerin and pico.